Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system up1a.231005.007.s916usqu5cyb1. Cloud - smartphone hardware sm-s916u. Cloud - cgm sensor type g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that while wearing the pod between 4 and 24 hours, they found the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. However, they also reported that the cannula was visible when the pod was removed, but it had not inserted in their skin. Additionally, they reported the cannula was found bent and the pod leaked insulin. The pod site was not provided, and no patient consequences were reported.

Manufacturer narrative:
The pod was received fully deployed. The pod ran for more than 200 pulses and delivered multiple immediate boluses outside of the priming sequence. No damages or deficiencies to the needle mechanism were observed that would result in a failure of the needle mechanism. No damages to the environmental seal or bottom housing were observed. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. No bends or kinks to the soft cannula were observed. The pod data indicated there was no struggle to deliver insulin. No problem was found. No damages or deficiencies were observed that could have resulted in the cannula failing to properly insert into the infusion site. The exact cause of the reported failure to properly insert into the infusion site could not be determined.